Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the insulin pump was stuck in an endless loop between rewind and fill tubing. Customer's blood glucose was 512 mg/dl. Customer was unable to exit the preparing to prime loop. Customer reported the drive support cap was sticking out of the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked reservoir tube lip. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test.